Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing stabbing pain at the ipg site when stimulation was turned on. Device analysis showed that the impedance measurements revealed a high value on port ab (1 contact), however, the ipg appears to be working as expected. The patient had steroid shots done on the mid back. The patient was reprogrammed and was getting better relief. All device components remain implanted.